Manufacturer narrative:
Summary of event: as reported, during a procedure involving revascularization of the right superficial femoral artery (sfa), a flexor ansel guiding sheath unraveled upon removal, and the coils wrapped around another manufacturer's atherectomy device. Access was obtained in the left brachial artery to target the calcified right sfa. Resistance was not encountered upon insertion or removal of the sheath. The other manufacturer's atherectomy device reportedly "froze" inside the sheath and was unable to be removed from the sheath; therefore, the sheath and atherectomy device were pulled out together, at which point the user noted that the sheath coils were unraveled and wrapped around the atherectomy device. Per the reporter, it is possible that the atherectomy device was turned on while inside the sheath. The procedure was completed with the complaint device. The outer sheath material did not separate. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation, along with another manufacturer¿s atherectomy device. The inner coil had separated from the sheath at 69.5-centimeters from the hub. The tip of the sheath was also kinked/compressed. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for this lot number. The product IFU states ¿all interventional or diagnostic instruments used with this product should move freely through the valve and sheath to avoid damage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that an adverse event related to the procedure contributed to this event. The reporter indicated that it was possible the atherectomy device was turned on while in the sheath. Because the inner coil was torn from the inside of the sheath, it is likely that the atherectomy device was turned on inside the sheath, causing the coil to separate from the sheath. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a procedure involving revascularization of the right superficial femoral artery (sfa), a flexor ansel guiding sheath unraveled upon removal, and the coils wrapped around another manufacturer's atherectomy device. Access was obtained in the left brachial artery to target the calcified right sfa. Resistance was not encountered upon insertion or removal of the sheath. The other manufacturer's atherectomy device reportedly "froze" inside the sheath and was unable to be removed from the sheath; therefore, the sheath and atherectomy device were pulled out together, at which point the user noted that the sheath coils were unraveled and wrapped around the atherectomy device. Per the reporter, it is possible that the atherectomy device was turned on while inside the sheath. The procedure was completed with the complaint device. The outer sheath material did not separate. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E3: occupation: practice manager. H3: device evaluated by mfg: other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.